Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to procedure, the left ventricular (lv) lead was observed to exhibit high capture threshold. The lv lead was capped on (B)(6) 2023. The physician elected to not replace the lv lead, as it had a bundle of his pacing lead implanted already. The patient was in stable condition throughout.